Event description:
It was reported that the radio frequency programmer head intermittently did not recognize devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head intermittently did not recognize devices. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer head was unable to recognize devices intermittently. Analysis did find that when the radiofrequency head cable was pressed against the body of the radiofrequency head all of the light-emitting diodes on the head disappeared while those on the programmer remained. It was also noted that the programmer head's cable was twisted and therefore it was replaced. The programmer head failed an immunity amplitude test but once the cable was replaced the head passed all final electrical testing as well as a bench systems test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.